Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient rubbed/bumped/laid on the wearable, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)